Event description:
The arthroplasty was revised due to infection. The tibial insert was revised. The components were implanted in situ for 0.05 year. The patient presented with a ucla score of 4 three months prior to revision surgery". Note: medical records and x-rays were not provided to stryker for review.